Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device, the user observed an arterial standard reference sensor failure. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no pt involvement during this event.